Event description:
Our affiliate is reporting that a patient had a shoulder repair at some unknown date with the use of a spiralok anchor for fixation. Several weeks subsequent to this, the patient presented (unk) and it was somehow determined that the anchor had pulled out of the bone. A re-surgery was had, or is planned to remove the spiralok anchor. This is all of the information that has so far been made available to mitek. There are questions asking for details and clarity out to our affiliate. See also associated mdrs 1221934-2009-00115, 1221934-2009-00116, and 1221934-2009-00117.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and evaluated those results will be the subject of the follow-up report.